Event description:
On (B)(6) at 2130 civi cytarabine noted to have approximately 400ml left in bag that should have 50ml left. Pump had registered delivering the full bag which did not match. Pump was changed out, pt was notified of issue, and rn will continue to monitor. FDA safety report ID#:(B)(4).